Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), it was found that the case console of the cardiosave intra-aortic balloon pump (iabp) was pushed in and damaged casing and rear handle. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the console cover and rear handle to fix the issue, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. Pm was completed, and the iabp was then released to the customer and cleared for clinical service.